Event description:
A complaint was received on a customer's xceed meter. The customer's spouse called to advise of the incident. The customer had performed a test at 3pm and obtained a reading of 3.6mmol/l. During the next 5 hours, patient did not eat and took bladder infection tablets. At 7pm, they were feeling dazed and at 8pm they blacked out. Their spouse called an ambulance which arrived ten minbutes later. The customer was tested with the ambulance meter, their reading was 1.7mmol/l. They were given a glucose injection and admitted to hospital.